Manufacturer narrative:
The following fields were updated due to additional information: b.5 describe event or problem: it was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, 4 samples were underfilled. There was no health impact or consequences reported. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, 5 retention samples from bd inventory were functionally evaluated for draw volume and 2 tubes were outside of specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A trend does not exist, no further action will be implemented at this time. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, 4 samples were underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, an unspecified number of samples were underfilled. There was no health impact or consequences reported.